Event description:
The customer observed a trend shift upward in non-abbott controls (biorad ia plus lot 40170) upon the receipt of architect lh reagent lot 33198m200. No patient results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal "f" may be generated, which would result in failure to obtain a valid calibration curve. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.